Event description:
It was reported that a right insitu bender snapped while bending vitallium rod.

Event description:
It was reported that a right insitu bender snapped while bending vitallium rod. The procedure was successfully completed with an extra set. There are no reports of adverse health consequences.